Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump with a "constant occlusion alarm". According to the facility, it is unknown when or in which care area this event occurred. This event may have been a false occlusion alarm. According to the facility representative, it is unknown if there was any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump with constant occlusion alarm was confirmed and duplicated during product evaluation. This condition was caused by the device's occlusion switch being out of adjustment. The occlusion switch was readjusted to correct this condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.